Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, it¿s likely the image was not displayed because electrical circuits were destroyed due to internal water immersion found in the cable and imaging. As to the cause of water immersion, it¿s likely water entered from the scratches on the cable. The final root cause of this event was unable to be identified. The event can be prevented by following the instructions for use which state: ¿never store this equipment together with sharp-tipped instruments (tweezers, forceps, knives, etc.). Doing so could scratch or tear holes in the camera cable, which would allow water to penetrate and damage electrical circuits inside the camera head.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer suspected device was returned for investigation. The olympus service center confirmed the reported event during inspection and testing. Upon evaluation of the returned device the following defects were found, cable flooded, deterioration of head imaging, missing scope mount o-ring, and cable scratched and twisted. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility submitted a repair request to the olympus service center, for a hd autoclavable camera head, exhibiting image noise. Upon inspection and testing of the customer returned device, the camera head exhibited no image. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There was no report of patient harm or user injury associated with this event.